Event description:
It was reported that the device exhibited inappropriate auto mode switch due to competitive atrial pacing. The device was reprogrammed and remains implanted. Patient was asymptomatic.